Event description:
Patient reported skin irritation in the form of rash, red, and open skin. The patient sought medical treatment from a skin doctor who prescribed a cream. The patient reported following proper skin preparation instructions.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.